Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very calcified and tortuous right coronary artery (rca). With a support of a non-bsc guide extension catheter, a 2.25x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, delivering difficulties were encountered. The physician then pulled the entire delivery system back into the guide extension catheter. When the physician attempted to re-advance the device, it was noticed that the stent had dislodged from the balloon and was inside the guide extension catheter. The physician removed the entire system together with the dislodged stent in the guide extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and it was damaged and stretched along the entire length. The maximum crimped stent profile measurement at the time of manufacture is within the specification. Stent damage and dislodgment most likely occurred when the stent was pulled back into the guideliner after difficulties that were encountered in an attempt to deliver the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were present on balloon body indicating that the stent was crimped on the balloon prior to detachment. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very calcified and tortuous right coronary artery (rca). With a support of a non-bsc guide extension catheter, a 2.25x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, delivering difficulties were encountered. The physician then pulled the entire delivery system back into the guide extension catheter. When the physician attempted to re-advance the device, it was noticed that the stent had dislodged from the balloon and was inside the guide extension catheter. The physician removed the entire system together with the dislodged stent in the guide extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.